Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The spike attachment is bent.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found additional reports of spike damage. Review of previous reported event investigations found a change assessment was initiated to include a callout for a previously undefined welding operation and to add a radius to the base of the fixation pins. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.